Event description:
It was observed during surgery that the screwdriver was broken. The surgery was completed with the help of a replacement.

Manufacturer narrative:
Investigation in progress but not yet complete.